Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has key stuck msg, won¿t clear. There was unknown patient involvement.

Manufacturer narrative:
Submission failed on 18-feb-2025 due to an internal error. D3: correction d9: product received date (B)(6) 2024 h3: one device was returned for repair with complaint that the device has key stuck msg, won¿t clear. Service history review identified this device has not been in for service previously. Visual/functional testing was performed. The reported problem was confirmed. The probable cause of the reported problem was defective keypad. Replaced the keypad. Device passed all functional testing post repair.